Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the software application will not boot. Review of system log file confirmed the malfunction of x-ray pc. Upon troubleshooting, it was identified that x-ray pc was the root of the problem. The philips engineer replaced x-ray pc, hdd and reloaded epx database. The defective x-ray pc returned to philips for further analysis. The analysis confirmed the failure of x-ray pc was due to faulty hdd bay. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system wouldn't boot up while in clinical use. There was no reported patient or user harm. The field service engineer replaced the x-ray pc monoplane and hard disk. The system was returned to use in good working order.